Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not alarm no delivery when the cannula was bent and the customer was experiencing high blood glucose. Troubleshooting was performed. No further information was provided.